Event description:
It was reported that the patient experienced too much suction while using the purewick urine collection system the suction was so strong and they had to turn the machine off. When they turned it back on there was no suction from the unit. It barely passed the test and suctioned then slowed down. The patient needed it resolved quickly and really in need of it. The patient stated that the replaced canister and tubing no order history of it. The patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to inadequate component (pump and relief valve) selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi). Maximum suction level: 182 mmhg (3.5 psi)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced suctioning was so strong while using purewick urine collection system suction was so strong and they had to turn the machine off. When they turned it back on there was no suction from the unit. It was barley passed the test, it was suctioned and then slowed down. The patient needed it resolved quickly and really in need of it. The patient stated that replaced canister and tubing, no order history of it. The patient had been using this product for more than 90 days.